Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer cursor on the screen was unresponsive to both the stylus and finger touch. Analysis was able to confirm the customer comment that the programmer emitted a loud humming noise. It was determined at analysis that the programmer shut off during testing. The link electronic module (lem) tested out of specification. The stylus holder was broken on the bezel. The left upper display hinge was broken. The printer made an intermittent clicking noise. The programmer will be decommissioned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's cursor on the screen was unresponsive to both the stylus and finger touch. It was noted that the programmer emitted a loud humming noise. Troubleshooting steps were taken to include power cycling the programmer but the issue persisted. An alternative programmer was used to perform the procedure. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. It was further reported that the analyzer was returned to service as an associate product and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.